Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the tip of the intertan 7.0 comp screw starter drill did not fall inside the patient and was retrieved by the nursing staff and discarded in the sharps bin. According to the report, there was no adverse events or injury to the patient. Since there was no delay reported and a s&n back up available to complete the procedure, no further clinical/medical assessment warranted at this time. Should any additional medical information be provided, this complaint would be reassessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the tip of the intertan 7.0mm comp screw starter drill broke off as the surgeon went to pre drill for the compression screw. The tip of the drill did not fall inside the patient, and was retrieved by the nursing staff and discarded in the sharps bin. There was no adverse events or injury to the patient. No delay reported. S&n back up available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.